Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a bolus reminder feature that did not work. The blood glucose reading was 134 mg/dl. The customer's father stated that he had been using the feature but it did not work and it did not beep. The caller was placed on hold before the call was disconnected. Nothing further reported.